Event description:
It was reported that the device had check syringe plunger sensor error. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was verified in the error history log. Visual and functional tests were performed, which found the device's rack gears inside the plunger assembly to be misaligned. The gears were re-aligned in order to fix the issue.